Event description:
The potential safety concern; hazard due to choking: a small child, or an elderly person, is most susceptable to this defect in craftsmanship, and relatively dangerous ingredients in product if swallowed by a human, small child, elderly, or otherwise. I was informed of this defect as I was using this product, in the privacy and seclusion of my own home. I purchased the item at (B)(6) (B)(6) 2011, the exp date 2012, the lot # 0033ch90a53. The barcode info is (B)(4). Object swallowed.